Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the purewick female external catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the suction of the purewick urine collection system was lost. The representative advised that the last purewick accessories replacement kit was obtained in january and they need to be replaced every 60 days. It was stated that the patient had two urinary tract infections, in april and in may, and was placed in the hospital for those. The patient had been using it for more than 90 days. It was unknown if the device contributed to the urinary tract infections at this time and the medical intervention was unknown.

Event description:
It was reported that the suction of the purewick urine collection system was lost. The representative advised that the last purewick accessories replacement kit was obtained in january and they need to be replaced every 60 days. It was stated that the patient had two urinary tract infections, in april and in may, and was placed in the hospital for those. The patient had been using it for more than 90 days. It was unknown if the device contributed to the urinary tract infections at this time and the medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the suction of the purewick urine collection system was lost. The representative advised that the last purewick accessories replacement kit was obtained in january and that they need to be replaced every 60 days. It was stated that the patient had two urinary tract infections, in april and in may, and it was placed in the hospital for those. The patient had been using it for more than 90 days. It was unknown if the device contributed to the urinary tract infections at this time, and the medical intervention was unknown.